Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). It was reported that the insulin gauge was inaccurate and an occlusion alarm occurred. Reportedly, the customer overfilled the cartridge. Customer's blood glucose ranged between 150-250 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.